Manufacturer narrative:
This report is submitted on october 6, 2023.

Event description:
Per the clinic, the patient experienced an infection at abutment site and subsequently was treated with oral antibiotics (specific date and duration not reported).